Manufacturer narrative:
The subject device was returned for evaluation. The reported event is confirmed as a broken fastener was returned with the device. Evaluation of the sample finds for bent guide wire and bent back up tabs at the cannula tip. No manufacturing anomalies were found. Broken fasteners and performance issues are a known result of bent guide wire/ tabs. Root cause of the bent guide wire and backup tabs on the device is found to be bent from applied forces when in use while attempting to deploy into a hard structure (cooper¿s ligament) as reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ sample evaluated.

Event description:
As reported, during a laparoscopic hernia repair procedure on (B)(6) 2022, a bard/davol optifix straight fixation device was used to fixate a bard/davol 3dmax light mesh. A broken fastener deployed when the surgeon tried to fixate the mesh into or near the cooper¿s ligament. It was reported that the broken fasteners were removed from the patient¿s body. It was reported that the deployed fasteners did successfully fixate the mesh. There was no reported patient injury.